Event description:
It was reported two balloons burst on the first inflation at approx 4-6 atmospheres during a superficial femoral tibial angioplasty procedure of a calcified lesion. Another balloon catheter was used to successfully complete the procedure without pt complications. The devices were returned, evaluated and retained by this MFR. The engineering eval of the first unit revealed a pine hole leak located 1 centimeter proximal to the distal radiopaque maker. The shaft under the balloon was bowed. Eval of the second unit revealed a pine hole leak located 11 millimeters distal to the proximal radiopaque marker. The shaft under the balloon was corkscrewed. Scratches were noted on the balloon surfaced of both balloons. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. These devices displayed characteristics consistent with overpressurization, bowed and corkscrewed shafts, and contact with a sharp external source, scratches on the balloon surfaces. It was indicated that these balloons were used in a calcified lesion and the stenosis was tight. Co believes the above factors contributed to this event and do not attribute it to the devices. Co's directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinfalte and remove carefully."